Event description:
The patient had primary left knee surgery using competitor products. On (B)(6) 2025, the patient was revised to medacta gmk-hinge implants. On (B)(6) 2026, the patient had an infection, and the pathogen is unknown. The surgeon revised the gmk-hinge insert from 17 mm to a gmk-hinge insert 20 mm plus a tinbn gmk-hinge post. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 january 2025: lot 2428408: (B)(4) items manufactured and released on 14-nov-2024. Expiration date: 2029-oct-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.